Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for the event could not be established. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Upon inspection and testing of the device, the customer¿s allegation (defective ultrasound image) was confirmed and found to be caused by peeling of the acoustic lens. The following additional findings were also noted: assorted scratches, cracks, and chips, peeling paint on the air water cylinder, detached adhesive on the bending section cover, stretched angle wires, up down knob would not lock securely, the play of up down knob was out of the standard value, wear on the friction plate, and water tightness loss due to wear on the switch button four. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Event description:
An olympus representative reported on behalf of the customer, the image on evis lucera ultrasound gastrovideoscope was missing part. There were no reports of patient harm associated with this event. The device was returned to olympus and upon evaluation at the repair center, they found peeling on the acoustic lens. This report is being submitted for the reportable malfunction found during the device evaluation.